Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spill was found during use of a kaguya set. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. The spill was around the front door of the cycler, under where the cassette was located. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.